Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the pump head stopped working, possibly due to loose contact on the cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report that the pump head stopped working was unable to be confirmed through this evaluation, and a specific cause for the reported event could not be conclusively determined. No further information was available from the customer. The centrimag blood pump was not returned for evaluation. The lot number was not reported. The centrimag blood pump instructions for use (IFU) is currently available. This IFU provides the following warnings and cautions: IFU warning # 2: back-up components must always be available. IFU warning #12: frequent patient and device monitoring is recommended. Do not leave the device unattended during use. IFU caution # 3: integrity of the components in the perfusion system must be carefully and constantly monitored before and during use. IFU caution #5: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. The section titled ¿emergency back-up equipment¿ states that a back-up sterile centrimag blood pump must be available. The ous (outside of the united states) 2nd generation centrimag system operating manual section 3 entitled "warnings & precautions" warns "one additional centrimag console, motor, and flow probe are required as backup components in the immediate vicinity of each patient whenever the centrimag or pedivas¿ blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor, or flow probe experience a malfunction.¿ section 9 ¿emergency/troubleshooting¿ provides instructions on replacing components during certain circumstances. Section ¿11.1 appendix I ¿console alarms and alerts¿ contain lists of all console alarms and alerts, as well as appropriate operator response to these events. The current revisions of the instructions for use (IFU) and operation manual can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the motor was in use at the time of the event. The event was not resolved, and the cause of the event was not able to be determined. It was unknown if there were any alarms or if the system was exchanged. It was unknown how long after priming the circuit that the event occurred. There was no harm to the patient as a result of the event. The patient's status was unknown.